Event description:
Info received indicates the head section will move up and down unintentionally.

Manufacturer narrative:
The technician reseated the head up and down hydraulic valves to repair the bed.